Event description:
It was reported that a half day infusor had air in the line. The reporter stated that a bubble was found near the distal port cap during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The batch was manufactured september 3, 2013 - september 6, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.